Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/21/2019. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional device evaluated by MFR: investigation summary: actual complaint sample cannot be returned. Manufacturing and batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance and knot pull tensile strength and no issue found. The root cause of complaint cannot be determined.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent debridement and suture of left anterior chest. The suture broke during use. Another device was used to complete the procedure. There were no adverse patient consequences reported. No additional information could be provided.